Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the tap cable in the boom of the patient side cart (psc). The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. [Add statement about contribution of device. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the patient side cart (psc) keeps faulting out with 319 faults and asking them to disable it. Technical support engineer (tse) reviewed the logs and found 319 faults for axes controller platform (acp) boards. Prior to calling in, the customer did a hard power cycle of the psc and issue remained at power up. Customer had tried to power cycle several times but fault keeps coming back. The customer does not have another psc they can use due to them being used. There was no reported injury.